Event description:
A 7mm diameter x 40mm length assurant cobalt biliary stent system was inserted into a patient for the treatment of a stenosed external iliac artery. The vessel morphology was not reported. It was reported that the physician introduced a 6f 35cm sheath from the left groin. When attempting to pass the assurant cobalt stent through the sheath, it became lodged at the tip of the sheath. The physician was able to remove the stent. The physician then replaced the sheath for a 7f 35 cm sheath. The stent was examined and found to be undamaged. On attempting to pass the assurance cobalt stent through the 7f sheath, the balloon got caught at the distal end of the sheath. Upon attempting to withdraw the balloon, the stent dislodged from the balloon. The physician was able to re-select the dislodged stent with a balloon and deploy the stent. It was reported that the artery developed some thrombus and the patient put on thrombolytic therapy. The delivery system was discarded and will not be returned to medtronic. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product bridge assurant biliary otw.

Manufacturer narrative:
Evaluation: stent dislodgement, device not returned for evaluation; cd, films or operative reports not provided.